Event description:
As reported, approximately 5 months post successful deployment of the 26mm sapien 3 valve in the aortic position via tf approach, the patient's pvl worsened. The shape of the aortic annulus prior to the tavr deployment was not circular and looked more like a reuleaux triangle with rounded corners at the right, left, and noncoronary cusps. This shape may have contributed to the mild pvl that appeared after the 26mm s3 was deployed, and which remained even after the valve was post-dilated. An attempt was made approximately 5 months after the tavr deployment to place a vascular plug, however, this was unsuccessful and resulted in a pericardial effusion. Now approximately 1 month later, the physicians were debating performing a valve in valve procedure to treat the patient's pvl. Immediately post implant there was mild pvl noted and a post dilation of the valve was performed. Later about 6 months post implant the pvl had worsened to severe. The patient has been hospitalized multiple times since implant and now presents with moderate pvl. The original implant depth appears to possibly be more ventricular than typical. The valve in valve case went very well. The pvl was reduced from severe to moderate with the additional 26mm sapien 3 ultra, then a plug was placed that reduced it to trace. The patient went to recovery stable and doing well.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. As the event does not allege a malfunction that could be related to an edwards manufacturing deficiency, no device history review (DHR) or lot history review are required. Additionally, as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Imagery was provided and the patient's native annulus was noted to be uneven and non-circular. The deployed valve was implanted in a 60:40 (aortic/ventricular) position. The deployed valve did not appear to be circular. The IFU and procedural training manual were reviewed. Paravalvular or transvalvular leaks are listed as potential adverse events. During valve delivery, verify the correct position of the valve with respect to the target location. Before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin thv deployment by first unlocking the inflation device. Ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker. Small paravalvular regurgitant jets are common. They are hemodynamically insignificant. They may resolve within minutes to hours differential diagnosis. Managing post-dilation if necessary. Consider post-dilation if paravalvular jets are clinically significant. Use the same rapid ventricular pacing protocol. If limited space in sinuses with bulky calcification, avoid post-dilation as risk of aortic rupture, hematoma or coronary obstruction is increased. Post-dilate with the same balloon. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. The paravalvular leak was confirmed based on the medical record. There was no indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Per the complaint description, 'approximately 5 months post successful deployment of the 26mm sapien 3 valve in the aortic position via tf approach, the patient's pvl worsened. The shape of the aortic annulus prior to the tavr deployment was not circular and looked more like a reuleaux triangle with rounded corners at the right, left, and noncoronary cusps. This shape may have contributed to the mild pvl that appeared after the 26mm s3 was deployed, and which remained even after the valve was post-dilated. An attempt was made approximately 5 months after the tavr deployment to place a vascular plug, however, this was unsuccessful and resulted in a pericardial effusion. Later about 6 months post implant the pvl had worsened to severe'. Per review of the provided imagery, the patient's native annulus had an uneven/non-circular shape, and the valve was deployed non-circular. Additionally, the deployed valve was shown to have an implanted position of 60/40 aortic/ventricular. If the valve was not positioned correctly, it can result in difficulty in forming proper seal and can lead to pvl. This can be exasperated with an uneven native annulus, which can lead to some areas along the circumference of the valve to not form the proper seal. As such, available information suggests that patient factors (uneven/non-circular native annulus) and/or procedural (valve deployed too ventricular) factors may have contributed to the complaint event; however, a definitive root cause was unable to be determined at this time.